Manufacturer narrative:
Advanced bionics considers the investigatin into this reportable event as closed. The recipient's irritation has reportedly resolved, with no signs of extrusion or infection. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing irritation at the implant site. The recipient was prescribed elocon cream, to be used twice a day for three weeks. The recipient is being monitored.